Event description:
This was originally to be reported on the 2nd quarter alternative summary report which was reported on 07/28/2009, however, it is now reportable on the 3500a medwatch form based off of analysis findings on 07/22/2009. It was reported that during an unspecified procedure, a balloon rupture occurred. The 30% stenosed lesion was located in a mildly tortuous and calcified left common iliac artery. The xxl/16-4/5.8/120 balloon was inflated twice within rated burst pressure for more than twenty seconds and burst. The balloon was removed intact. The patient status is good with no complications reported.

Manufacturer narrative:
A visual and tactile examination revealed no damage to the shaft of the device. The balloon material was creased. The balloon was torn partially circumferentially 40mm proximal to the distal end of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is considered user/use error due to the device being intended for use in adult and adolescent populations to dilate strictures of the esophagus and it was used in the left common iliac artery. (B)(4)